Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. They were unable to recalibrate and there were no pressure readings displayed on the console. The customer was walked through the steps to obtain the readings via the central lumen of the iab. The connections were made, the fiber optic cable was disconnected, and the transducer was calibrated. This worked well and they resumed pumping without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken at approximately 3.8cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen. Traces of blood inside the inner lumen were observed. Additionally, obstruction of flow was felt at the kink location. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).